Manufacturer narrative:
A complete lead was returned in two segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that intermittent noise was observed on the right atrial lead during an in-clinic follow-up, no patient symptoms were noted as a result of the noise. The lead was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.